Manufacturer narrative:
(B)(4). Additional information received: surgeon states that the attribution to the study device = unknown, and study procedure = related. (Didn't indicate the source of bleeding). No particular issues with the device/product complaints. 2 u prbcs were given. Additional information requested and received: what was the surgical procedure: (B)(6) 2016-left, laproscopic nephrectomy. How long after procedure was drop in hgb identified: the day after the procedure, (B)(6) 2016. Was the 2 u prbc¿s the only treatment required: 2 u prbcs given (B)(6) 2016, no other treatment required. Is a video of procedure available: not available. What is the current patient status: patient was discharged (B)(6) 2016. Had f/u with physician (B)(6) 2017: she has been doing well without shortness of breath, lower extremity edema or new or worsening symptoms. She is still a little sore but improving each day. She had significant anemia at the time of discharge with hemoglobin 8.4. Today blood work repeated and hemoglobin 10.6. Anemia improved. Scheduled for next f/u (B)(6) 2017.

Event description:
It was reported via clinical trial that patient #(B)(6) experienced a drop in hgb levels.